Manufacturer narrative:
Investigation results: summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect color stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect color stopper with the incident lot was observed. Root cause: based on the investigation, the most likely root cause for the different colored stopper was determined to be a stopper that was lodged along the production line and became dislodged going into the tube.

Event description:
It was reported that a customer found a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube with a gray colored rubber cap prior to use. There was no report of exposure, serious injury or medical intervention.